Manufacturer narrative:
B3: date of event is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a device used for spinal therapy. It was reported that the devices were implanted in 2019 and now in 2025 a implanted screw had broken inside the pelvic bone and a rod (brace) had broken. So now they had to replace everything he had from the surgery in 2019 because of this. The screw that had broken was the one that was on the right side of the pelvic bone and the rod (brace) that had broken was the one that was on the left side. There were no patient symptoms reported. Additional information was received from the manufacturer representative stating that one screw was broken and loosened, while the remaining five screws were loosened. Additional information was received from the manufacturer representative stating that the patient started having issues a year after the surgery. The surgeon stabilized the lower spine (l4¿s1), relieved pressure on the nerves, placed bone graft to help the bones fuse, secured everything with screws and rods, placed drains, and closed the incision. The prior fusion was noted to be non-healed. All failed hardware was explanted, including removal of the fractured screw. New pedicle screws were placed from l3 to s1, and a transforaminal lumbar interbody fusion was performed at l3-l4 with placement of an expandable interbody cage. No further complications were reported.